Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device is complete. Visual inspection noted fluid inside of the bag that contained the unit and an untightened blue winged luer cap. A functional test was then performed; the unit was refilled with colored water, the blue winged luer cap was hand tightened, and the unit was observed for leakage until the following day. No signs of a leak from the blue winged luer cap were identified during this test. The cause of the leak was the untightened blue winged luer cap, and the unit met specification during the evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned small volume folfusor, leakage at the site of the blue winged luer cap was identified. There was no patient involvement as this was identified during testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Initial evaluation verified the leak condition via a visual inspection. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.